Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the device for which the information is given does not turn on when the power switch is in the on position. The device was checked. The device was turned off and on multiple times using the power button and tried. During these attempts, it was observed that the device did not turn on only once when the power switch was in the on position. Since the device does not turn on problem does not recur, a clear fault cannot be diagnosed and the relevant domestic international support team will be consulted. In addition, it has been determined that the device batteries have reached the end of their service life. Device batteries need to be changed. The device is delivered in working condition. The device is suitable for clinical use when connected to ac power. Since the institution has not supplied spare parts, the service order has been closed due to time out. When parts are supplied, a service visit can be arranged by contacting the getinge service center and requesting a new registration. The order has been closed because the customer did not purchase any parts. The customer was informed about the cable, on/off switch (pn:0012-00-0834) part that was recommended to be replaced by the support case.

Event description:
It was reported that before use the cs100 intra aortic balloon pump (iabp) does not turn on. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs100 intra aortic balloon pump (iabp) device does not open. There was no patient involvement.